Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter had experienced high blood glucose. The customer¿s blood glucose level was 510 mg/dl at time of incident and current blood glucose level was 298 mg/dl. The customer was treated with bolus. The customer declined troubleshoot of the high blood glucose. The insulin pump will not be returned for analysis.